Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in late 2008 that a leveen needle electrode was used during a liver ablation procedure (patient gender, age and weight are unknown). According to the complaint, "the patient was burned by the 5mm probe" during the procedure. Although additional information was requested, there is no additional information to report regarding patient condition.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.